Event description:
It was reported that the patient received defibrillation for vf. Following this, an EKG showed exit block, and the patient had a slow intrinsic heart rhythm. The device was reprogrammed from a threshold of 2.5v @ 0.3ms to 2.5v @ 0.6ms, and "everything was ok." It was not clear if the increased threshold was the reason for the exit block or if the threshold increased because of the defibrillation the patient received. The ipg was explanted and replaced with an ICD. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.